Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and past similar case, there was the possibility that this phenomenon was attributed to the failure of the imaging unit due to the some problem, or the failure of the system/monitor/connection cable of the facility etc.